Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
Received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is ripped(tyde). Product code is b12xt.

Manufacturer narrative:
(B)(4). The complaint indicated ripped tyde (lidstock). One carton with six packages was returned for analysis. Each package was visually examined and it was confirmed on two packages very minor tyvek lift at the edge of the packages. The minor damage to the surface of the tyvek is at the edge of the packages on the flange and does not compromise the sterility of the product. The rip can occur when packages are separated from one another at the perforations during packing.